Event description:
Information was received indicating that a smiths cadd-legacy plus failed to deliver the programmed dose. This was discovered because the infusion volume that remained was more than what was supposed to remain. There was no reported injury to the patient.